Event description:
It was reported that a spectrum pump alarmed system error 105. It was also reported that there was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported system error 105 was confirmed through a review of the event history log. Further evaluation found the bearing cage was starting to disintegrate and the outer gearbox bearing was worn. The motor assembly was replaced.